Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the user turned on the subject device, error e116 (product malfunction) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus shanghai (osh). Osh inspected the subject device and the reported phenomenon was duplicated. The reported error code is displayed when the fan for the central/graphics processing unit is not responding. There was no service record for the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection, there was the possibility that the reported phenomenon was attributed to an accidental failure of the fan for the central/graphics processing unit and/or disconnection of the connector for the fan.